Event description:
Ous MDR - revision of the rv lead was performed due to dislodgement. When touched with the tweezers, the sleeve fell apart into several pieces.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.